Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was rec'd that the blade remained seated in the child's foot after activating. The spring that retracts the needle back was missing from the unit; therefore, the needle had to be pulled out manually. No incident related medical sequela was reported.